Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test due to motor error alarm. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. It was reported that the troubleshooting was performed and was able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.